Event description:
It was reported that pump screen stayed dark and would not turn on, and caller experienced extreme difficulty pressing button and often needed multiple presses to activate screen. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case and followed button-press instructions, but button remained very difficult to use, so technical support arranged warranty replacement, advised customer to continue using current pump until replacement arrived, reviewed storage mode and return process for problematic pump, and instructed customer to re-enter pump settings and reconnect cgm on replacement device.